Event description:
It was reported the insulin pump was running low of insulin. Customer did a set change and during prime, the device alarmed no delivery. Customer's blood glucose was 94 mg/dl. Customer was advised to disconnect at quick release, perform fixed prime, and insulin did exit. Customer stated the cannula was not inserted when alarm occurred. Customer did a complete set change and insulin pump was working as designed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.